Event description:
When the stent was being prepared the surgeon noted that water came out through a hole because the hub was broken. No other anomalies were noted when the product was removed from the packaging. The device was not pulled from the packaging by the hub.

Manufacturer narrative:
The product has been received for evaluation. However, the engineering analysis is not yet complete, as noted in h3. Additional info will be submitted within 30 days of receipt.